Manufacturer narrative:
Information regarding suspect medical device section common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. Information regarding the initial reporter section: occupation - unknown. Information regarding PMA/510(k): k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic hemostasis procedure, the physician used a hemospray endoscopic hemostat. The hemospray made noise as it were working, but did not deploy powder. The catheter was changed and still no powder was deployed. Other than the deployed hemospray, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding suspect medical device section common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. Information regarding the initial reporter section: occupation - unknown. Information regarding PMA/510(k): k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However the report indicates that the device was hissing during set up which is indicative of co2 discharge or leakage. Therefore the most likely cause of this occurrence is that the activation knob was not fully engaged at the time the co2 cartridge was punctured, causing the co2 to escape out of the device prior to the user's attempt to spray. The complaint is considered confirmed based on the report. The instruction for use (IFU) instructs the user, "activate co2 cartridge by turning red activation knob until it stops." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding in-service request: based on the information provided that the activation knob was not fully engaged at the time the co2 cartridge was punctured, causing the co2 to escape out of the device prior to the user's attempt to spray, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.